Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number: 0100181500 lot number: 2481328 brand name: metasul head. Catalog number: 0100185146 lot number: 2506530 brand name: metasul head adaptor. Catalog number: 0100634058 lot number: 2517558 brand name: zimmer mmc cup. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported that a patient underwent an initial left hip surgery. Several years post implantation, the patient began experiencing a growing discomfort in his hip joint. The patient was revised due to pain, elevated metal ions, fluid collection, metallosis and altr approximately 8 years post implantation. The stem and the shell were retained. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Medical records were provided and reviewed by a healthcare professional. Patient underwent a revision procedure due to pain, elevated metal ion levels, metallosis and altr. It was decided to not revise the cup due to the patient's higher risk of infection given from pathology report. The cup and stem were well fixed and stable. Moderate osteolysis was noted as well as a moderate amount of metallosis around the trunnion. The head and head adapter were explanted. Biolox head and active articulation bearing implanted. Reported event was confirmed by review of medical records provided. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.